Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, and high threshold measurements. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, and high threshold measurements. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported. It was reported that a portion of the lead was returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, and high threshold measurements. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported. It was reported that a portion of the lead was returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The proximal only segment of the lead was returned severed 50 millimeters (mm) from the terminal end. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.